Event description:
Information was received from a health care provider and a patient who was implanted with a neurostimulator for non-malignant pain and occipital neuralgia. It was reported that the stimulation was not helping with the pain since about 2014 (a year after implant) so all of the therapy was removed about 5-6 weeks prior to the report due to malfunction.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.